Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact on the customer's blood glucose level. The customer independently reset the pump and continued to use for insulin therapy.